Manufacturer narrative:
Eval result: head piece.

Event description:
It was reported by service report that the head assembly was locking or pivoting incorrectly. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.